Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide catheter: launcher 6fr. The tenku dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the mid left anterior descending coronary artery (lad) that was moderately tortuous, moderately calcified and 90% stenosed. For pre-dilatation, a tenku 2.25 x 15 mm balloon dilatation catheter was inflated to 12 atmospheres and during the second inflation, the balloon ruptured. It was noted that there was slight resistance with the anatomy during advancement to the lesion. The device was safely removed from the anatomy and a non-abbott balloon catheter was used to successfully complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.